Manufacturer narrative:
The customer¿s report of an unintended maxplus disconnection was not confirmed. The baxter set and maxplus set were visually inspected for incomplete bonding engagements or damages to the components. The male and female luers of both the baxter set and the maxplus set, respectively, were inspected under magnification to observe for any cracks, fractures, or stress marks as well. No issues were observed on the sets. Functional and pressure testing resulted in the set flowing freely and ran with no issues observed. The female end of the maxplus set and the male luer of the baxter set were measured and all components were confirmed to be within the required specifications. The customer¿s report of an unintended maxplus disconnection was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an unintended disconnection between a maxplus extension set and a non-carefusion/bd set during a normal saline infusion. There was leaking but no patient harm.